Event description:
It was reported that a malfunction alarm occurred displaying malf 1, which was not resettable and recurred after an attempted reset. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, but since the malfunction persisted, the decision was made to replace the pump. The customer opted for a manual daily injection as a backup therapy to maintain insulin delivery during this process. Technical support confirmed the shipping address and provided instructions for returning the faulty pump, which the customer understood and acknowledged.